Event description:
During procedure, universal nail extractor system handle broke in surgeon's hand. Item was sequestered and there was no harm to pt.

Event description:
During procedure, universal nail extractor system handle broke in surgeon's hand. Item was sequestered and there was no harm to pt.